Event description:
During evaluation of a returned spectrum pump, the device did not recognize an open door. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. During evaluation the device did not recognize an open door. The cause was identified through visual inspection to be the upper hook switch stuck inside. The upper auxiliary requires replacement to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.